Manufacturer narrative:
Investigation is ongoing. The edwards sapien 3 ultra resilia transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra resilia valve in a previously implanted tricuspid surgical valve is not indicated per the labeling.

Event description:
As reported by a field clinical specialist, a patient underwent a viv procedure with a 29mm sapien 3 ultra resilia valve inside a pre-existing 31mm non-edwards surgical valve in the tricuspid position. Approximately 1 year and 10 months post procedure, the patient presented with stenosis of the thv and underwent an off-label valve in valve with a 29mm sapien 3 ultra resilia valve inside the pre-existing 29mm sapien 3 ultra resilia valve without complication. The procedure had a good outcome and patient was stable with no concerns from the md. As per follow-up with the site, the patient was symptomatic experiencing congestive heart failure (chf). The perceived root cause of the stenosis was thought to be due to the patients end-stage renal disease (esrd).

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for stenosis was confirmed based on the provided information from the field clinical specialist (fcs). A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted in the tricuspid position. Implanting a thv in surgical valve in tricuspid position using the sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) was not an indicated use at the time of implantation. Therefore, this was an off-label operation. As reported, "a patient underwent a viv procedure with a 29mm sapien 3 ultra resilia valve inside a pre-existing 31mm non-edwards surgical valve in the tricuspid position. Approximately 1 year and 10 months post procedure, the patient presented with stenosis of the thv..." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, it was reported that the "perceived root cause of the stenosis was thought to be due to the patients end-stage renal disease (esrd)." Esrd (also known as chronic kidney disease) was a well-known factor, which disrupts calcium and phosphate metabolism, promoting both active and passive calcification of bioprosthetic valves, leading to structural valve degeneration/stenosis. As such, available information suggests that patient factors (end-stage renal disease) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.